Event description:
It was reported that when using the bd pyxis¿ es refrigerator was too cold and frozen everything. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the no problem found. A field service engineer (fse) spoke with customer and reviewed the issue. It was determined that the customers refrigerator was freezing all contents and there was no problem found in reported device. The site refrigerators were not serviced, as support was limited to the remote managers only. The system functioned as intended when the field service engineer investigated the device.